Event description:
It was reported during an oer-pro in service, the olympus endoscopy support specialist (ess), discovered that the liquid chemical germicide (lcg) was not being tested before each cycle. Ess determined that the lcg in the oer-pro was expired. There is no patient infection associated on this reported event. No harm was reported and there have been no reports of patient harm as a result of these events. This event is related to the following patient identifiers below : scope reprocessor and scopes that were reprocessed in the scope reprocessor with expired disinfectant concentration : (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. Ess provided the staff an instructions for use (IFU) on how to correctly clean the scope. Reprocessing in-service was provided. Staff were instructed on how to drain the old liquid chemical germicide (lcg) and load the new lcg into the olympus endoscope reprocessor (oer). Staff performed a check of the lcg prior to proceeding, by loading scopes in the oer. Instructed staff on efficacy for acecide-c. The ess explained the importance of the information and the recommendation provided and was acknowledged by the staff in attendance. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. It was considered that the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff provided training in the correct handling. The issue is addressed in the reprocessing manual: chapter 5 reprocessing the endoscope and in the endoscope reprocessor oer-pro installation manual. Olympus will continue to monitor the field performance of this device.